Event description:
The pt was bilaterally implanted with siltex saline's on 8/12/96. Subsequently, it was noted that the pt had developed infections and seromas in both breast and the prosthesis were removed. The MFR will request the return of the device for eval purposes and will continue its investigation of this occurrence. This report was submitted to the FDA pursuant to new "MDR reporting guidance for breast implants" (mentor effective date, february 10, 1992). Any perceived increase in frequency of events is related to the filing of reports for events, which were previously not MDR reportable events per 21cfr803.